Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing performance with the device. In addition, discomfort sensations and noises were reported since (B)(6) 2019. The recipient could not tolerate the sound from the audio processor. However, some noises were still present without wearing the device. There was no accident or trauma reported. Re-implantation has been suggested.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a decrease in hearing performance with the device as well as discomfort and noises since (B)(6) 2019. After waking up and putting on the audio processor (ap) he started hearing a strange noise like a flute playing which was so loud that he could not understand when people were talking so he stopped using the ap. The recipient could not tolerate the sound from the audio processor. However, some noises were still present without wearing the device. There was no accident or trauma reported. There was no swelling over the implant site or any other known medical condition which may have contributed to this problem. The user has been re-implanted.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted but, despite requested, has not been received for investigation yet.

Event description:
The user reported a decrease in hearing performance with the device as well as discomfort and noises since (B)(6).2019. After waking up and putting on the audio processor (ap) he started hearing a strange noise like a flute playing which was so loud that he could not understand when people were talking so he stopped using the ap. The recipient could not tolerate the sound from the audio processor. However, some noises were still present without wearing the device. There was no accident or trauma reported. There was no swelling over the implant site or any other known medical condition which may have contributed to this problem. The device has been explanted. Despite requested, the device has not been received for investigation.